Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Customer states: the balloon could not be inflated. The laparoscope had been inserted into the patient. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.